Event description:
It was reported per field service report: pump was on patient. Symptom - arterial pressure reading jumped to over 300 on intra-aortic balloon pump (iabp) only. Findings/action taken: on (B)(6) 2014, checked pump for display problems. Ran helium loss test-pass. Checked front end connections. On (B)(6) 2014, did functional check pass. Checked all triggers and inputs/outputs. Checked for heat problems; cover on and off. Reconnected all front end cables, none loose. The iabp is back in service. Additional info received on july 17, 2014 from the clinical engineer who was present during this case reported that they switched out the pump successfully. There was a small delay or interruption in therapy stated as only the time it took to switch out the pump with no harm to the patient. The patient outcome was okay and iabp therapy continued as planned.

Manufacturer narrative:
Complaint no (B)(4).